Manufacturer narrative:
Results: litter support brackets.

Event description:
It was reported by service report that the power pro had broken litter support brackets on the litter. No patient involvement or adverse consequences are reported.